Event description:
It was reported that customer's electrode was not under the skin. When the sensor was extracted, no electrode was seen. Blood glucose level was not reported. The product will be returned. Nothing further to report.

Manufacturer narrative:
Inspected one open and used partial sensor and found sensor needle hub open. Found needle slightly bent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.